Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.